Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was exhibiting high thresholds: 6 @ 1.5. Physician attempted an explant, but could not gain access to the right atrium as the patient was occluded. The device was changed out due to early battery depletion, but the lead remains implanted. Should additional information become available, this file will be updated.